Manufacturer narrative:
Other patient information was not available. D4) model number is xeridiem part number; catalog number is exclusive distributor cook medical's part number that appears on the label. H3) device was not available to be returned for evaluation. H6) codes chosen based on information reported in the complaint and investigation being in process. Health effect clinical code chosen to convey stoma tract closure.

Event description:
G-tube was placed on (B)(6)2023; within 30 hours it showed on CT that the device balloon had apparently ruptured. Stoma tract closed as a result and patient had to go to gi lab to have the tube replaced on (B)(6)2023.

Manufacturer narrative:
H2) device was not returned for evaluation; this follow-up report provides final investigation codes in h6 along with a summary of the investigation.h6) updated investigation codes chosen based on following summary of the investigation:the device was not returned for evaluation so investigation was limited to reported information and part number trending (8 balloon burst complaints in the prior year for the product family). Because of this, root cause cannot be established. During manufacturing, each device is tested 100% including a balloon inflati0n test. Factors that can affect device performance include device handling, packaging, shipping, storage, cleaning and maintenance. Additional possibilities that affect balloon life include unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, and gastric ph. Production personnel are trained and certified for manufacture of the devices. Trending of complaints for the device will continue to be monitored.

Event description:
Event description is in original MDR filing on (B)(6) 2024.